Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well after the procedure. Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibited normal impedance characteristics. The complaint of the patient having difficulty charging has been confirmed. The analog integrated circuit (ic) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The root cause of the analog ic damage was the reported use of monopolar electrocautery during a prior unrelated procedure. The damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the ic, reference (B)(4).

Event description:
A report was received that the patient has to charge the ipg frequently and some of the lead contacts were having high impedances. The patient¿s charging issue started after a non-device related surgery wherein cautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(6))

Event description:
A report was received that the patient has to charge the ipg frequently and some of the lead contacts were having high impedances. The patient¿s charging issue started after a non-device related surgery wherein cautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Date of event: (B)(6) 2013 additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.